Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(6) 2011 that revealed an out of spec condition. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed and found the helix disengaged from helical channel. The defib conductor was distorted, several conductors had blood/body fluid (not obstructed), inner tubing was kinked/buckled, outer tubing overlay had cosmetic environmental stress crack, outer insulation was torn, outer overlay tubing had white substance, outer insulation had cosmetic depression, blood in/on the helix/lobe mechanism (sleeve head), blood in/on the helix/lobe mechanism.

Event description:
Infection was reported. The lead was removed. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of his event.